Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure a pericardial effusion occurred. While the transseptal puncture was being performed, the patient coughed and the dilator was noted to perforate the heart. The patient became hypotensive and a echocardiogram confirmed the pericardial effusion. A pericardiocentesis was performed to stabilize the patient and the procedure was cancelled. There were no performance issues with any abbott device.